Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. In addition, the patient experienced muscle stimulation. Boston scientific technical services (ts) suggested to have a chest x-ray. Additional information indicated that a chest x-ray was performed which showed that the lead had dislodged. It was noted that the patient's heart condition had improved, thus the physician decided to turn the lead off. This rv lead was electrically abandoned. No adverse patient effects were reported.